Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no adverse impact to the customer's blood glucose level. Multiple follow up attempts were made to obtain additional information but no response was received.